Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable right ventricular (rv) defibrillation lead was explanted and replaced due to high out-of-range shock impedance measurements greater than 125 ohms. It was noted that the rest of the implanted system was also explanted and replaced with a magnetic resonance imaging (MRI) conditional system. No additional adverse patient effects were reported.